Event description:
Product description the vidas® 3 system is a complete standalone immunodiagnostic system intended for trained and qualified laboratory technicians (daily routine use) and laboratory administrators (application configuration). The vidas® 3 system is intended to be used with vidas® reagents in clinical laboratories only. This device is an in vitro diagnostic medical device for professional use only. Issue description on (B)(6) 2024, a customer in the united states notified biomérieux of an instrument error when using vidas® 3 reference (B)(4) serial number (B)(6) . The customer reported the vidas® 3 was "frozen". Biomérieux fse replaced numerous components until the system was able to communicate with itself. Replaced pipettor, pipettor board, loading bay, loading bay board, scanner, scanner board, scanner cable, power supply and smb. The system was then able to successfully pass all post service tests and checks. At the time of the assessment, there was no indication of patient harm or incorrect treatment. The customer did report a patient's pct result delay of 5 days due to the issue. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was initiated following notification from a customer in the united states of an instrument error when using vidas® 3 reference 412590, serial number (B)(6). 1. Immediate actions done: field service engineer intervention. 2. Investigation: during the support given by local biomérieux, the support team confirmed a problem with multiple sections as they were not available, as well as an error with the pipettor. After a restart, the fse confirmed that the instrument can't initialize correctly. During the troubleshooting performed by the fse, the vidas 3 initialization was blocked. After multiple components were replaced, the system was able to communicate and initialize as intended. 3. Complaint analysis: there is no indication of a systemic quality issue with vidas® 3 reference 412590. 4. Conclusion: the was no clear indication of the root cause of the issue. After multiple components were replaced. The instrument was able to initialize and operate as intended. There is no reconsideration of the performance of vidas® 3 reference (B)(4).